Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported (B)(6) 2015 is when the patient first met with the manufacturer representative after the motor vehicle accident. It was reported that on (B)(6) 2017 the patient had their device removed and replaced. A follow-up appointment was made for (B)(6) 2017. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that patient had a motor vehicle accident and they just had their system replaced on (B)(6) 2017. It was noted that the root cause of the revision was related to the interstim therapy/ device complaint. No allegations of system use were noted during the revision. Patient noted that they were not sure when they had reprogramming sessions with the manufacturer's representative (rep) due to loss of therapy as a result of the motor vehicle accident. Patient reported that the stimulation stopped working after the accident. Patient said they had called to ask about their older programmers, it was suggested that patient could keep the newer programmer as a spare and dispose off the older programmers. Patient also mentioned that as a result of their motor vehicle accident, their back was broken and they had to have surgery to place rods. It was unknown if patient had recovered completely at the time of the report. No further patient complications were reported/ anticipated as a result of this event.